Event description:
It was reported an issue with monomax suture. The client reported that when tensioning the thread in order to make the 1st knot during an aponeurosis, the thread broke. The same happened for the second thread used. There was no patient injury. No further information has been received.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open and used sample with the thread broken and damaged. Thread has been visually analyzed and different marks of needle holder or other surgical instruments can be found in the suture. Therefore, we consider that the thread has been damaged during handling. Furthermore, knot pull tensile strength results on the thread received is 7.52 kgf and fulfil the requirements of the european pharmacopoeia: 5.18 kgf in average and 2.59 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Please note that in the instructions for use of the product it is stated: "when working with monomax suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders". Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.